Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, ¿scan again in 10 minutes," while wearing the adc freestyle libre sensor on (B)(6) 2021. As a result, the customer started sweating, became tired, was not able to move his hand, and subsequently lost consciousness. Emergency services were called and a nurse provided glucose gel to the customer for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) was updated based on returned product investigation. Section d4 (expiration date) and section h4 (device mfg date) were updated based on extended investigation. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and a dent was observed on the sensor patch. The sensor plug was not properly seated in the mount. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) with brownout reset events internally logged (event 19 and event 23) due to a temporary drop in the source voltage. An extended investigation was performed and upon visual inspection of the returned sensor puck, a hole was observed in the sensor top shell that was likely caused by an abrasive material rubbing against it. The sensor plug was removed and one of the snaps was observed to be broken. Marks were observed on all three sensor terminal connections, indicating that the plug was seated correctly at some point during the sensor¿s use. The puck was de-cased and corrosion was found on the pcba (printed circuit board assembly) caused by liquid ingress. The customer complained of the ¿scan again in 10 minutes¿ message followed by a ¿replace sensor¿ message on the sixth day of wear, however the data showed that the sensor had consistent readings until the 12390 minute (approximately 8.6 days after sensor initiation). After this time, the values dropped to 0 and there was evidence of sensor errors ¿ which is most likely due to the liquid ingress from the top shell hole. The sensor passed pressure decay testing during product manufacturing, which indicates that there was no evidence of damage that could have caused an improper seal at the time of manufacturing. The hole was most likely caused during customer handling. This complaint is therefore not confirmed to use. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release, including pressure-decay test. A review of all manufacturing activities for this sensor was performed at both sanmina and its inclusion into the kit pack at west. No adverse events were observed at both sanmina and west during the manufacture of this sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, ¿scan again in 10 minutes," while wearing the adc freestyle libre sensor on (B)(6) 2021. As a result, the customer started sweating, became tired, was not able to move his hand, and subsequently lost consciousness. Emergency services were called and a nurse provided glucose gel to the customer for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.